Event description:
It was reported that a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2006 due to dislocation. The modular head was removed and replaced. The patient underwent a second revision on (B)(6) 2013 due to dislocation; the modular head was removed and replaced. In addition, the patient was revised on (B)(6) 2013 due to infection. The surgeon removed and replaced the acetabular component, modular head, and polyethylene liner. Subsequently, the patient underwent an irrigation and debridement on (B)(6) 2013 due to infection; no components were removed. The patient was then revised on (B)(6) 2013 due to infection. The modular head, taper adapter, and femoral component were removed and replaced with a hemiarthroplasty femoral component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 5 of 8 mdrs filed for the same event (reference 1825034-2013-03339 / 03346).